Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that that one day after a thrombectomy intervention that involved an angio-seal device, there was an occurrence of an aneurysm spurium. Hemostasis was achieved by a compression bandage and 48 hours of bed rest. The patient was reported to be stable. A pre-deployment angiogram was performed and it was a right femoral artery puncture. Bleeding occurred out of the procedural room and it was a retroperitoneal bleed. A CT scan and ultrasound were performed to diagnose the bleed. The patient was in stable condition. An 8fr procedural sheath was used and there were no issues with arterial access or insertion, deployment and withdrawal of the angio-seal device. A gw 35er/80cm was used with the reported device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.